Event description:
It was reported that one week post implant the impedance of the left ventricular lead had dropped and was low. Capture threshold remained acceptable. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.